Event description:
We received a letter, dated feb 16th, 2010, from the health insurance company (B) (6), about a claim for a male patient that had a t2 nail brake. The hospital in which this occurred is (B) (6).

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.